Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Eleven events were reported for this quarter. Eleven devices were received for evaluation. Nine events were confirmed during testing. Two events were not confirmed during testing; however, the devices was found to be outside specifications. Two devices were found to be affected by socket corrosion. Four devices were found to have trigger assembly damage. Five devices were found to have worn trigger assemblies. Eleven devices were repaired and returned to the account. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 11 malfunction events in which the device either ran without user activation or had a stuck safety switch, which can cause unintended activation. Ten events had no patient involvement; no patient impact. One event had patient involvement; no patient impact.